Event description:
Clear extension tubing leaking at stopcock connector site. Tubing connected to infant's tpn and "tl" infusion. The IV site was not lost but a lot of fluid was lost which leaked on to the bed. Rptr found 2 leaking sites at connection of stopcock to the tubing.